Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient regarding an implantable neurostimulator. The reason for call was to report that went to the ER on saturday because said that they had a uti as had oral surgery and wasn't put under. Patient said she is out of town. Patient said that they did multiple bladder scans and found out that patient has diverticulitis but also noticed an enlarged bladder so patient had a separate bladder scan patient said that patient was instructed to use the catheter and it was determined that their bladder had almost 3 liters, 2.47 to be exact of urine. When asked, patient said that hasn't used a catheter since received implant back in 2017. Patient also said that the last time made an adjustment was about a year ago. Patient mentioned that they turned the setting up in the ER to see if could go more however said that nothing happened so patient decreased the setting back down . Patient said that it was at 3.7 and patient increased the setting to 4.3. Patient said that this hcp office suggested patient decrease the setting down to 3.0 since patient now has a foley catheter. Patient said wants the foley catheter removed as soon as possible and asked for direction on what to do. Additional information was received from the patient. Patient reported that they will be seeing a new doctor.